Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction (mi) occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. Subsequently, the index procedure was performed. The target lesion was located in the left main coronary artery(lmca) with 80% stenosis and was 8mm long with a reference vessel diameter of 4mm. The lesion was treated with pre-dilatation and placement of a 3.50x8mm promus premier stent. Following post-dilatation, residual stenosis was 0%. In addition, the patient had 2 non-target lesions located in the proximal left anterior descending (lad) and mid lad that were treated with placement of non-bsc stents. One day post procedure, the patient experienced atypical chest pain that resolved spontaneously, however, a new myocardial infarction was noted. Electrocardiogram (ECG) was performed and showed normal sinus rhythm and a borderline ECG. The patient complained of slight chest discomfort on the following day and was relieved by sublingual nitroglycerin, which resulted to decreased troponin level of the patient. The mi was resolved and the patient was discharged on aspirin and clopidogrel.